Event description:
It was reported that the cusotmer was hospitalized with high blood sugars. Customer originally called regarding an a-37 alarm and troubleshooting determined the pump should be returned. Instructed to disconnect from the unit and returned to manual injections. Later, the customer called back and said customer had been hospitalized.